Manufacturer narrative:
The finished goods lot 088802110b was released on 02/09/10 with (B)(4). So far, there has been no other screw fracture complaint from this lot or any other aperfix femoral stainless steel finished good lot. The stainless steel screw (p/n 10730) lot number used in this lot was 1120903 which had been released on 11/16/2009. All the material certificates, visual and dimensional inspections were acceptable. The material certificate shows the minimum tensile strength of 177.724 ksi which meets the part's specification. There is only one possible situation that would lead to this failure: if the implant was pressed and bent against the tunnel wall during insertion, the screw head would no longer be axial to the shaft and deflect when the deployment knob was being turned. The continuous deflection of the screw during deployment could cause the screw head fracture. After eval of the screw we were able to verify scratch marks on the head of the screw that had been created while the screw was bent and scraping against the adjacent metal component (threaded shaft). Conclusion: fault positioning of the implant in the femoral tunnel while deploying it.

Event description:
An aperfix femoral screw head broke after implantation and post-op. Pt went for follow up appointment with the surgeon but was not reporting anything specific other than some pain and inflammation since surgery from the prior week. The surgeon took an x-ray and discovered the head of the femoral implant screw just several millimeters inferior to the screw. A second x-ray was performed within a couple of days that showed the screw head had migrated towards the posterior/lateral region in the knee. On (B)(6) 2010, the surgeon performed the knee arthroscopy and removed the screw head. Although the screw head was detached from the screw body, the acl was still intact and the implant fixation was solid and secure.